Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Manufacturer narrative:
Corrected fields are e1 event site state, e1 event site telephone, h6 type of investigation, h6 component and h11. Updated fields are b4, g3, g6, h2. User stated that they had resolved the issue by the time esp personnel returned her call and that the pump was operating without alarms. The iab type and size were unknown, as the patient was undergoing a transplant and was fully draped. She was also unable to visualize the helium tubing near the insertion site due to the drapes, so she could not confirm whether there was blood in the tubing. Esp personnel offered additional troubleshooting tips, explained the nature of the alarm, and encouraged her to find a way to verify whether blood was present in the tubing. At the conclusion of the call, the pump was running alarm-free.